Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, the lead was reprogrammed. It was further reported that the lead exhibited an rv lead impedance warning. The lead remains in use. No patient complications have been reported as a result of this event.